Event description:
The patient reported that he had an MRI in (B)(6) 2011 or (B)(6) 2012. The patient stated that after an MRI was performed, a representative came and 'turned his pump back on.' The patient further stated that the stall did not recover after the MRI, and the representative 'came to turn it back on.' It was unclear how long the pump had stalled. The medication used within the system was unknown. No patient symptoms were reported.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).